Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a compromised force sensor system alarm during the basic occlusion test due to a slightly loose drive support disk. The pump had a cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system and no delivery alarm. The customer's blood glucose was 17 mmol/l at the time of call. The customer stated that they were stuck in rewind loop. The customer stated that the drive support cap was protruding. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.